Event description:
While removing the plate from the sterile packaging, it fell out the other end and landed on the floor of the operating room. There were no adverse consequences to the pt reported at this time.

Manufacturer narrative:
Summary of evaluation: evaluation results suggest that the dall miles broad plate broke through the pouch seals due to excessive movement during shipping of the product to the customer. A new blister pack design has been implemented to eliminate the condition of this event.